Event description:
Procedure type: unknown. According to the reporter: the anvil stayed stuck, and when the operator tried to remove the device, the tip broke. The operator had to use a second device to end the operation. Further information has been requested but not yet disclosed.